Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, a patient had surgery on (B)(6) 2018 utilizing the ibalance uka, and due to pain, the patient had a revision in which the devices were explanted in 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.